Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that several pump stop alarms were noted when the patient was seen at a shared care center on (B)(6) 2015. The patient was sitting in her recliner when the alarms occurred on (B)(6) 2015 and she was asymptomatic during the event. The patient¿s system controller was switched to the backup system controller and the alarms resolved. The log file from the system controller was submitted to the manufacturer for review and confirmed the pump stop events. No other adverse alarms or events were noted leading up to or after the pump stop events. The patient remains ongoing and continues on lvad support.

Manufacturer narrative:
(B)(4): the system controller was returned to the manufacturer but evaluation is not yet completed. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
The reported incident of a pump stops was confirmed based on the evaluation of the log file collected from the system controller. The log file contained a pump speed drop below the low speed limit of 8800 rpm's to 1470 rpm's on (B)(6) 2015 at 20:31:45. The in the next event at 20:31:46 the pump speed dropped to 0 rpm's and intermittently operated at 6140 and 1370 rpm's. The pump returned to the fixed speed on (B)(6) 2015 at 10:26:41 and continued to operate the pump at the fixed speed for the remainder of the log file. The power was not elevated during the pump stops and ranged between 3.4 and 5.7 watts throughout the log file. The system controller was tested with our laboratory equipment and pump stops were not able to be reproduced. The system controller functioned as intended during analysis. A correlation to the device and the reported event of pump stops was unable to be determined. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.